Event description:
It was reported that balloon rupture occurred. The patient presented severe limb ischemia. The 95% stenosed target lesion was located on the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was in good.